Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The patient experienced diaphragmatic stimulation. The phy sician repositioned the rv lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01, ipg implanted: 2014-(B)(6). (B)(4).